Manufacturer narrative:
A review of the internal documentation did not show an anomaly or deviation. The device meets specifications and functioned as designed. The case report provided to the surgeon with this specific case included a warning that pin collision may occur. This warning was not taken into account intra-operatively.

Event description:
It was reported that during an initial left total knee arthroplasty when two pins were inserted through the signature femoral guide, the medial anterior pin fractured as a result of pin collision between the medial anterior pin and the medial distal pin; the anterior part of the pin that fractured remained in the patient. This issue was noted intraoperatively. The surgeon reported that there was no patient injury and no additional surgery needed. The surgeon reported some delay, not more than 30 minutes.